Manufacturer narrative:
The patient was given IV (intravenous) synthroid. Service was not dispatched for the event. The access hypersensitive htsh reagent was not returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining one, elevated thyroid-stimulating hormone (access hypersensitive htsh) result on the laboratory's access 2 immunoassay system for one patient. This report addresses the elevated result obtained on (B)(6), 2015. There was a change in treatment as the patient was given IV (intravenous) synthroid due to the elevated access hypersensitive htsh result. Additional access hypersensitive htsh analyses of the patient's samples from different draws on different days were performed on the same access 2 immunoassay system. Additional draws recovered lower and within the normal range for the assay. All draws were repeated; the initial, elevated result was not reproducible. All system parameters (including quality control, calibration, and system check) were recovering within assay/instrument specifications. The patient sample was collected in a greiner four-milliliter lithium heparin serum separator tube and centrifuged for five (5) minutes at 5000 revolutions per minute at room temperature. No issues with sample integrity were reported by the customer.